Event description:
A complaint regarding difficulty charging was reported. The surgeon decided to replace the implant, based on the patient's reported complaint. The patient was implanted with a new bsn spinal cord stimulator.